Event description:
The hospital reported to the am in passing conversation that during an endoscopic vein harvesting procedure, some time last week, the short port btt black inflation valve dislodged (popped out) and the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).